Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that difficulty advancing and shaft kink occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 20 x 3.00 promus premier¿ stent was selected to treat the lesion. During the procedure resistance was encountered when the device was inserted. The device was removed from the patient and it was noted that the shaft was kinked. The procedure was completed with a 3.0 x 16 promus premier¿ stent. No patient complications were reported and the patients status was good. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 518mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).